Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image on the monitor appears blurry was due to damage on the objective lens; a foggy image occurs. No image was due to a e243 focus function error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. There were no reports of patient harm.